Manufacturer narrative:
On 01/21/2020, the mentor failure analysis lab received the device for evaluation. On 01/28/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with mentor smooth round moderate profile 200cc (left) and 175cc (right) and experienced bilateral deflations post-operatively, which was confirmed by a physician via ultrasound. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.